Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had recorded episodes of possible electromagnetic interference (emi). The emi was oversensed resulting in anti-tachycardia pacing (atp). The patient is asymptomatic and could not recall any procedures on that particular day of the recorded episodes. Technical services (ts) advised the device shows normal functioning and recommended the patient to continue normal, routine follow-up. The device remains in service. No adverse patient effects were reported.